Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.1 was not detected on the bus. The field service engineer (fse) shut down station and the cables at the back of the drawer were reseated. The station was restarted, and a hardware test application was run. A broken cubie pocket was removed, and the station was restarted again. A final hardware test application test was performed, and the inventory count was successfully verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.